Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 400 mg/dl. Customer stated he was not able to generate care link reports. Customer reported customer was able to successfully upload to care link. Customer stated he runs high in the mornings. Customer reported it was due to insulin pump settings that may need to be adjusted. Customer declined to troubleshoot for high blood glucose. Customer reported blood glucose range always differed in the mornings in 400 mg/dl sometimes and customer has only just started using the insulin pump 4 days ago. The devices will not be returned for analysis.